Manufacturer narrative:
Additional product codes for this report include hwc. Date of original implant procedure is unknown, but reportedly occurred about one (1) year ago. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: may 29, 2014 - expiration date: april 1, 2023. A review of depuy synthes monument device history records for manufacturing revealed no issues for this device. A non-complaint related non-conformance report was found for raw material with an oversized diameter. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed a non-union of the femur approximately one (1) year after a trochanteric fixation nail (tfn) was implanted. During the revision procedure on (B)(6), 2015, it was confirmed that the previously implanted tfn nail had broken. The broken hardware was removed and the patient was revised with another tfn nail. The procedure was completed successfully with no reported delay. The patient status post-surgery is "fine." This report is 1 of 3 for (B)(4).